Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose level of 49 mg/dl. The customer did not mention any treatment for the low blood glucose. Customer also mentioned getting inaccurate sensor readings. The customer's blood glucose readings vary from 70 mg/dl, 97 mg/dl and 166 mg/dl. The product will not be returned for analysis.